Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that after the surgeon performed a bone graft harvesting in the patients pelvis; a set of the teeth of the 8.5mm trephine were found to be missing. With the trephine still inside of the patient; a closer inspection was done and the surgeon was able to find two pieces of metal in the pelvic graft site that belonged to the trephine. All broken teeth were accounted for. There was a report of a five minute surgical delay. This report is 1 of 1 complaint (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the investigation of the complained trephine attachment shows that one of the front teeth is indeed broken off. We cannot reliably determine the cause which has led to this breakage (unfortunately the broken pieces have not been returned for investigation). It is likely though, that the trephine had contact with metal (guide wire) and shattered in bits. Further investigation regarding the manufacturing documents show conformity to the specification (manufactured in august 2012). The broken surface itself is homogenous which indicates material conformity as well. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.